Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user awoke several times during the night with low blood sugar while using the ilet system, and additional details could not be obtained. Symptoms included hypoglycemia. Outcomes included no reported long-term impact and no alarms or alerts reported. Investigation included attempts to obtain information through interviews and analysis of information provided by the user. Investigation of this case revealed no findings and no established device-related cause due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.